Manufacturer narrative:
Insulin pump had no unexpected frozen screens noted; time advances properly. No unexpected excessive no delivery alarms noted. All buttons functioned properly. However, insulin pump had moisture damage on keypad traces noted. Insulin pump passed displacement test, prime test, basic occlusion test and excessive no delivery test. Insulin pump had cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported the customer received a no delivery alarm that they were unable to clear. Customer's blood glucose was 155 mg/dl. The customer also stated their screen was stuck and the insulin pump was beeping after they inserted a new battery in. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.